Event description:
It was reported that the health care professional (hcp) observed a high impedance trend via latitude for the right ventricular (rv) lead over the past months. Reportedly, the lead impedance was high since the cardiac resynchronization therapy defibrillator (crt-d) implant on 2018 and it exhibits a gradual increase with consistent high measurements. During the patient's follow up, the pacing and shock impedance were both noted to be high out of range, however, there was no noise or patient symptoms and a stable threshold. The rv lead was reprogrammed in single coil shock configuration and the patient will be scheduled for rv lead replacement due to being pacemaker dependent. The lead replacement date is unknown at this time and the patient will continue to be monitored via latitude. The device system remains in service. No adverse patient effects.

Event description:
It was reported that the health care professional (hcp) observed a high impedance trend via latitude for the right ventricular (rv) lead over the past months. Reportedly, the lead impedance was high since the cardiac resynchronization therapy defibrillator (crt-d) implant on 2018 and it exhibits a gradual increase with consistent high measurements. During the patient's follow up, the pacing and shock impedance were both noted to be high out of range, however, there was no noise or patient symptoms and a stable threshold. The rv lead was reprogrammed in single coil shock configuration and the patient will be scheduled for rv lead replacement due to being pacemaker dependent. The lead replacement date is unknown at this time and the patient will continue to be monitored via latitude. The device system remains in service. No adverse patient effects. Additional information received indicates the rv lead was abandoned and the crt-d explanted. A non-boston scientific product was used as replacement. No additional adverse patient effects were reported. The crt-d is not expected to be returned as the physician did not want to investigate on the device since, reportedly, the electrical problems were on the lead.